Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a prostate biopsy, the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically, and upon disassembly it was noted that the left bumper was bent within he device housing. Based upon the cannula firing automatically, this investigation is confirmed for the identified cannula self-activation. Additionally, based upon the tang engagement and bent bumper the investigation is confirmed for the alleged cannula priming issues. However, the investigation will remain inconclusive for the alleged stylet priming issues, as functional testing of the stylet was not possible due to the identified failures. The bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h3, h6 (results 1, conclusion 1) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a prostate biopsy, the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no patient contact.